Manufacturer narrative:
(#Overcurrent condition -damaged r51, control board) the evaluation determined that the reported event was caused by an overcurrent condition.

Manufacturer narrative:
(Overcurrent condition) complaint confirmed. The evaluation determined that the reported event was due to damage to the control board. The damage was attributed to an overcurrent condition. The cause was product design related (software).

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a shoulder arthroscopic surgery smoke came from the device. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.